Manufacturer narrative:
The link with fins was tight against the nose housing assembly due to possible impact to the blade mount. This caused damage to the link fin, which caused heat at the blade mount.

Event description:
It was reported that during testing the attachment became warm. There was no pt involvement. No adverse consequences were alleged with this event.